Event description:
It was reported that during a device replacement procedure, when the chronic right ventricular (rv) lead was connected to a new cardiac resynchronization therapy defibrillator (crt-d) device, there were fluctuating rv pacing impedances and zero pacing impedances observed. The new crtd device was then removed, and a second replacement crtd connected to the same lead. However, the same impedance issues continued. A potential rv lead problem had been suspected, however, all impedance measurements were stable with the lead tested through an analyzer. Finally, the second crtd was successfully connected to the chronic rv lead to complete the procedure. Impedance measurements were found to be stable prior to the patient being discharged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.